Event description:
The customer reported that the rn opened the package and plugged the pencil into the generator. The pencil was placed in a holster. A bipolar device (manufacturer unknown) was also placed in the holster and the cord/plug of the bipolar device thrown over to the rn to plug in. As the rn took the cord/plug of the bipolar device, the rn was burned & shocked on the right hand. The rn then noticed the pencil was activating and the yellow button was stuck on. The burn was 1st degree or less, no treatment was required.

Manufacturer narrative:
(B) (4). (B) (4). Testing confirmed the pencil was self activating when plugged in. When disassembled investigation found that a small metallic shaving was lodged inside the body of the pencil causing an intermittent short. Manufacturing testing would normally detect this, but it is possible the intermittent nature of the fault prevented this. A review determined this was an isolated occurrence.